Event description:
During an ivc thrombolysis procedure, a 4 fr. 90cm. Catheter was placed just below the renal veins. The occluding wire was then inserted into the catheter and hubbed to the hemostasis valve. It was noticed on the monitor that the pt started to have arrhythmia. Under fluoroscopy, it was confirmed that the occluding wire was protruding out of the catheter into the right ventricle of the heart. The wire was promptly removed and the pt's symptoms resolved.

Manufacturer narrative:
Device evaluation: device evaluation anticipated, but not yet begun. Evaluation: the device has been returned to merit for evaluation, but the evaluation has not been performed. A follow up report will be submitted when the investigation is completed. Merit became aware on may 13, 2008 that this incident necessitates remedial acton to prevent unreasonable risk of substantial harm to public health.